Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305106 batch # unknown it was reported by customer that they are experiencing issues with inconsistent ease of injection. When administering medications, some needles appear entirely occluded, and others have a delayed or inconsistent flow. Verbatim: rcc received a complaint via email. Email(s) attached our physicians and I have been experiencing issues with inconsistent ease of injection. When administering medications, some needles appear entirely occluded, and others have a delayed or inconsistent flow. This has resulted in complete exchange of needles while patient-facing or patients have been complaining of increased pain upon injection. This is not a common complaint from our patient demographic. We have recognized the issue while providing botox and lidocaine, reconstituted and fully diluted solutions. We have a large quantity of the product and would like to report the issue as well as ensure consistent quality for our patients. I appreciate the time and attention on this matter. Product number - (B)(4).

Event description:
No additional information received material # 305106 ; batch # 3236002. It was reported by customer that they are experiencing issues with inconsistent ease of injection. When administering medications, some needles appear entirely occluded, and others have a delayed or inconsistent flow. Verbatim: rcc received a complaint via email. Email(s) attached. Our physicians and I have been experiencing issues with inconsistent ease of injection. When administering medications, some needles appear entirely occluded, and others have a delayed or inconsistent flow. This has resulted in complete exchange of needles while patient-facing or patients have been complaining of increased pain upon injection. This is not a common complaint from our patient demographic. We have recognized the issue while providing botox and lidocaine, reconstituted and fully diluted solutions. We have a large quantity of the product and would like to report the issue as well as ensure consistent quality for our patients. I appreciate the time and attention on this matter. Product number - 305106.

Manufacturer narrative:
(B)(4). Follow up a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 3236002. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.